Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The customer getting high blood sugars after changing out set and cannulas are straight no alarms. Blood glucose at time of incident was 300 mg/dl and current blood glucose was 268 mg/dl. Customer declined to troubleshoot for the high blood sugars only wants to report bad set and requesting replacements on sets that are left in the opended box. The device is not expected to be returned for analysis.